Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events of pain at the driveline exit site, drainage, and fever could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists all adverse events which may be associated with the use of heartmate 3 lvas. Although no positive cultures were identified, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a fever, as well as burning and pain near the driveline exit site. Drainage was noted and the patient was admitted for infection workup. Driveline cultures and blood cultures were obtained with no growth to date. Per infections disease, no antibiotics were administered, and the patient was to follow-up as an outpatient. The patient was discharged on (B)(6) 2023 in stable condition with plan to follow up. The device functioned as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.